Manufacturer narrative:
During a follow up call with the patient for additional information it was report that the patient's blood glucose levels reached 550 mg/dl and vomiting reported. At the hospital the patient was diagnosis with diabetic ketoacidosis. The following fields were updated based on additional information provided with patient follow up: h6: adverse event problem. Health effect - clinical code: e120501 diabetic ketoacidosis; e1205 hyperglycemia; e1032 vomiting. Health effect - impact code: f0801 intensive care.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the hospital due to high blood glucose levels. Despite good faith attempts to obtain additional details about this medical event, no further information was provided.